Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image during procedure.

Manufacturer narrative:
Alleged failure: cracked distal lens. The surgeons and asc manager are saying our scopes are too fragile. They¿ve only used stryker over the years so they¿re comparing these stryker scopes with older stryker scopes. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be contact with another instrument during activation or sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a blurry image during procedure.